Event description:
Alleged the brakes would not hold on the bed.

Manufacturer narrative:
The hill-rom field investigation indicated the brake pedal would migrate out of the brake position. The hill-rom field technician adjusted the casters to repair the bed.